Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the screwdriver was damaged. It did not allow the screwdriver to engage to the screw. This was noticed before the surgery when the scrub nurse tried to load the screw at the screw driver. The tip if the screw driver is wonky. Another instrument from the set was used instead. There was no patient impact and no surgical delay. The procedure was completed successfully.